Manufacturer narrative:
Our rep and their maintenance man could not make the lift report the failure to stop. We perceive the employees were pushing the resident to the side to lower into a chair causing the lift to tip. There are warning stickers on the lift and in the manual stating to prevent tipping do not push or pull on the beam, hanger or the resident.

Event description:
The lift became unstable when the hand remote/device failed to stop the hoyer from rising into the air. Employee attempted to reverse the hoyer from rising up by pressing the button underneath the underside of pack. (Below emergency button), this intervention failed as did the hand remote. Staff had noted the hoyer becoming unstable as it was reaching its maximum height with resident still in the hoyer sling. Staff then attempted to guide resident over his geri-chair for protection, but the hoyer tipped over instead.